Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was an axillary insertion. There was fiber optic sensor failure message. The iab was used to continue therapy and pressures were obtained from fluid column a line.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was an axillary insertion. There was fiber optic sensor failure message. The iab was used to continue therapy and pressures were obtained from fluid column a line.